Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, hematoma. It was reported that a nurse in -training in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after deploying the clip, bleeding continued and a hematoma developed. Hemostasis was achieved and the hematoma was expressed with manual compression. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The instructions for use (IFU) for the starclose se device state, "special pt populations: the safety and effectiveness of the starclose vascular closure system have not been established in the following pt populations: pt with bleeding diathesis or coagulopathy."